Event description:
The customer reported to philips healthcare that the battery is being depleted because the device intermittently fails to receive ac power. There was no adverse pt impact.

Manufacturer narrative:
(B)(4).